Manufacturer narrative:
Internal file number - (B)(4). Corrections: patient weight is (B)(6) kg. Added distributor. The analysis was performed by asahi intecc. Co. Ltd: investigation of the prowater guidewire could not be conducted as it was unavailable. Although device investigation of the subject prowater could not be conducted, since all the shipped products were inspected in the production process for meeting the product specifications and release criteria, there was no indication of product deficiency. Based on the provided information, it was inferred that the reported vessel perforation was related to the anatomical condition and wire manipulation technique. The device is manufactured by asahi intecc. Co. Ltd. (B)(4), registration number: (B)(4). Abbott vascular distributes the device and is responsible for MDR reporting.

Event description:
Subsequent to the initial filed medwatch report, the following additional information as received: the reported 014 asahi prowater 180 cm was advanced without any difficulty. It is physician opinion that the non-abbott 5fr diagnostic catheter may have initiated the perforation and the subsequent non-abbott guide wire was also difficult to advance. However, it cannot be stated with certainty that the asahi prowater guide wire did not contribute to the perforation since the perforation was noted after advancement of the asahi prowater. The minimal extravasation noted after deployment of the 2.8x19mm rx graftmaster covered stent was caused by malapposition of the stent to the vessel wall. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not being returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The rx graftmaster device referenced in the report is being filed under a separate manufacturing report number.

Event description:
It was reported that during the procedure to treat a severely stenosed mid left anterior descending coronary artery, a non-abbott 5fr diagnostic catheter was advanced via right radial artery access over an unspecified wire. Reportedly, the angiography wire was difficult to advance through the radial artery, so it was exchanged for an unspecified 0.014 prowater guide wire, which was advanced. Imaging then revealed a possible small perforation in the proximal right radial artery. With the non-abbott 5fr diagnostic catheter in place, an attempt was made to advance a 6fr 3.5 non-abbott guiding catheter (gc) through the vessel, but was difficult to advance and the patient experienced pain in this area and was given nitroglycerin for vasodilation. Angiography then showed significant perforation with extravasation in the radial artery. The patient was given protamine to reverse heparin (anticoagulation) effect. The 5fr sheath was replaced with an unspecified long 25 cm 6fr sheath, which was tamponading the perforation. The 6fr sheath was pressurized and left in place for 20 to 30 minutes, but bleeding continued when pressure was decreased. A 2.8 x 19 mm rx graftmaster covered stent was advanced and deployed at 15 atmospheres, but there was still minimal extravasation. Stent post-dilatation was performed with an unspecified non-compliant balloon, completely resolving the extravasation. The patient was discharged the following day with no adverse patient sequelae. No additional information was provided.